Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a current patient with an implantable neurostimulator (ins) regarding unknown patients. The caller indicated that they have done some research and found that many people are having issues with this device. No further complications were reported/are anticipated.